Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-0. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "sensor error" using the freestyle libre 3 app, wearing the adc device. As a result, the customer reported a medical event, however, adc customer service attempted to contact the customer three times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "sensor error" using the freestyle libre 3 app, wearing the adc device. As a result, the customer reported a medical event, however, adc customer service attempted to contact the customer three times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "sensor error" using the freestyle libre 3 app, wearing the adc device. As a result, the customer reported a medical event, however, adc customer service attempted to contact the customer three times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. No further information was reported. There was no report of death or permanent injury associated with this event.